Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument clips do not form properly. Another instrument was used to complete the case. There was no consequence to the pt.